Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. The lead tip/helix appeared undamaged. Dried blood was noted in the helix housing and tip region. The lead passed electrical, stylet insertion and helix mechanism testing. Laboratory analysis was unable to confirm the reported allegation of helix extension/retraction issues, dislodgement and surgery. Based on normal electrical measurements and no conductor fractures showed; laboratory observations and field report were insufficient to verify dislodgement. Therefore, no issue was noted on the lead which would have led to surgery.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This issue was discovered as lead had loss of capture and was confirmed with fluoroscopy. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This issue was discovered as lead had loss of capture and was confirmed with fluoroscopy. No additional adverse patient effects were reported.